Event description:
It was reported that during a tueb procedure using a lumenis versacut morcellator the doctor noted there was "weak suction." A nurse was reported to have reinserted the morcellator evacuation tubing at the pump after noting that the tube was mounted in the reverse direction. Subsequently, it was reported that air had been introduced into the bladder and that saline had mixed with blood to just below the IV drip tube. Additionally, it was reported that the patient sustained a sudden drop in blood pressure and cardiopulmonary arrest and that the physician performed CPR. It was further reported that anesthesiologists observed bubbles in the left and right ventricles of the heart on the monitor. The patient reportedly remains unconscious in ICU.

Manufacturer narrative:
An examination of the subject device by a lumenis technical subject matter expert found that the device operated to manufacturer specifications. An examination of device labeling confirmed that the subject device and subject device operator manual clearly describe the proper preparation of the device and clearly indicate the proper orientation of the tubing prior to use. Lumenis technical and safety experts investigated the event report. During a discussion with the hospital's chief of urology, the doctor asserted that no surgeon had witnessed the occurrence of bubbles in the operative field while employing the subject device and that there was no back flow of air into the bladder. The doctor also stated that bubbles had not occurred in the drip line. The doctor confirmed that anesthesiologists had seen bubbles in the left and right ventricles after patient resuscitation. The doctor stated that the air emboli were caused by cardiopulmonary bypass during resuscitation. A review of a similar report by a lumenis medical subject matter expert concluded that, "there could be a risk of an air embolus if the air was pushed into a prosthetic sinus and was able to enter the venous system, thus the circulatory system, which could cause an acute drop in blood pressure." Additionally, the expert stated that rendering a clear opinion of the report was difficult "given the lack of medical details." Lumenis is unable to determine a root cause for the event reported